Event description:
During a procedure, o.r. Personnel complained that they could not get the generator to change modes. Biomedical tested the generator and found that it was self-activating in the cut mode.